Manufacturer narrative:
(B)(4). The er320 device was returned in a good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be within specification. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robot hysterectomy procedure, the clips would not secure to the vessels. Case completed with another device of the same product code. There were no patient consequences reported.